Event description:
It was reported that a kink occurred. The native aortic annulus diameter was 27mm. The patient had a tortuous vasculature. A large size lotus introducer sheath was placed in the right femoral artery. A 27mm lotus edge valve system was advanced for implantation. Tracking the lotus edge delivery system over the aortic arch was troublesome requiring careful torqueing and advancement. A kink of the delivery system was observed under fluoroscopy so the physician elected to withdraw the whole lotus edge valve system. The lotus edge valve was not deployed. Due to the kink, there was increased friction while withdrawing the delivery system through the lotus introducer sheath. The hub of the lotus introducer sheath detached due to the friction. There was temporary exsanguination through the sheath resulting in hypotension. Fluid challenge was given to compensate for the hypovolemia state. Blood was sought immediately and transfusion was given. The patient was stabilized. The procedure was continued with a non boston scientific sheath and valve. The patients condition was stable.